Event description:
The company was informed that the pt fell and hit her head. At the center, lock could not be established between the internal device and the external equipment. Revision surgery will be scheduled.